Event description:
The end user stated he observed redness beneath the tape border area with yellow drainage. The issue has occurred intermittently since (B)(4) 2013.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. According to the reporter, the end user applied hydrocortisone cream and stomahesive powder. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive covex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected. (B)(4).